Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's blood glucose was 237mg/dl in the morning and she was treated with the insulin pump. The caller stated that the insulin pump alarmed. The customer checked again her glucose level and it was 500mg/dl, and she treated with lantus. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime and basic occlusion tests due to a protruded/loose drive support disk. A scratched display window and cracked belt clip slot noted.